Event description:
The complainant alleged involvement in monitoring a pt during transport. When the device shut off. The complainant indicated that improper fit of the battery into the device was the cause of the reported malfunction. The complainant indicated there was no adverse effect to the pt as a result of this reported incident.